Event description:
Customer reported experiencing low blood glucose levels, recorded at 48 mg/dl, due to an issue. To address the low blood glucose, the customer consumed carbohydrates, leading to no further adverse impact to their glucose levels. Technical support advised the customer to verify basal rates with their healthcare provider, as the current settings were input from memory and not recently uploaded; customer acknowledged the advice.